Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, found the colonovideoscope¿s jet tube (j-tube), air/water tube, and air/water cylinder had foreign objects and the possibility of dirty water drops from auxiliary water supply after reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However it is unknown whether there was a deviation from IFU in reprocessing steps for the locations where foreign material remained. However, no physical damage was found at the locations. These suggested events are detectable and preventable by handling device in accordance with the following IFU. "IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.